Event description:
It was reported that there was no power on the fluoro monitor above the table on the 2800 system. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified a loose power cable, repaired cable as required. The system was tested and found to be working as intended and placed back into service.